Event description:
An endeavor rx drug-eluting stent was implanted to the proximal lad. At 30 day follow-up, pt was reported to have displayed stable angina. The pt suffered a spontaneous gastro-intestinal bleed approx 5 months post stent implant. The pt received 2 units of blood transfusion. The investigator reported that the event was not related to the study stent. The pt was reported to have displayed stable angina at 6-month f/u. Please note that this device is not distributed in the us.

Manufacturer narrative:
(Other - secondary intervention) - (other - spontaneous bleed).